Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test alarm. The customer¿s blood glucose level was 345 mg/dl at the time of the incident and this morning was 248 mg/dl. The customer reported that the battery cap was damaged. The insulin pump will not be returned for analysis.